Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room after receiving what felt like a shock and seeing "a flash of light." The patient stated that they had been near some electrical equipment prior to that. Patient also reports that they experienced chest pain and increased heart rate/ "pounding" for over two hours. Patient has also experienced high blood pressure and the feeling of an "electrical current" going down the left arm. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.